Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, when the system was powered on, it had to be turned off because of a problem with the external monitor. When the team tried to power it back on, the system failed to initialize. Next, when the system was switched to the lower battery and the power button was pressed, the usual message asking to proceed with shutdown did not appear. To troubleshoot, the team disconnected all the cables from the back of the tower and waited for the batteries to turn off completely, and then reconnected the cables. Eventually, the team was able to start the system using the uninterruptible power supply (ups). However, something unusual happened when the team tried to properly restart the system and disconnected the cables again to let the batteries turn off, the battery charge dropped rapidly to 95%. After this the team kept the system plugged in until the batteries were charged and then the team could use the system properly. There was a delay of thirty minutes. There was no patient involvement.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported tower 240v. Evaluation of the device data indicates that during startup, the operating room team interface (orti node) entered a malfunction state, and the system did not complete the tower startup sequence. Log evidence indicates that the tower was unable to establish communication with the power distribution unit uninterruptible power supply (pdu ups). The logs show that ups communication was not initialized, which is consistent with the observed startup failure condition. Evaluation of the device data for the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, when the system was powered on, it had to be turned off because of a problem with the external monitor. When the team tried to power it back on, the system failed to initialize. Next, when the system was switched to the lower battery and the power button was pressed, the usual message asking to proceed with shutdown did not appear. To troubleshoot, the team disconnected all the cables from the back of the tower and waited for the batteries to turn off completely, and then reconnected the cables. Eventually, the team was able to start the system using the uninterruptible power supply (ups). However, something unusual happened when the team tried to properly restart the system and disconnected the cables again to let the batteries turn off, the battery charge dropped rapidly to 95%. After this the team kept the system plugged in until the batteries were charged and then the team could use the system properly. There was a delay of thirty minutes. There was no patient involvement.